Manufacturer narrative:
As reported in a research article, a patient developed atrial flutter after replacement of another prosthetic with a regent mechanical valve. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
As reported in a research article, on an unknown date, a 23mm mechanical valve implanted when the patient was (B)(6) years old was replaced with another 23mm mechanical heart valve due to hemolysis caused by residual regurgitation. However, the 23mm valve was replaced with a 25mm regent mechanical valve at (B)(6) years old due to stenosis and acute pulmonary edema caused by patient-prosthesis mismatch. The replacement procedure was successfully completed. The postoperative course was good, but she developed unusual atrial flutter. Three months later, catheter ablation was successfully performed in elective surgery and the patient was reported to be stable. No additional information was obtained. Manufacturer report number: 3003681312-2020-00004.